Event description:
It was reported that the 9800 system had poor image quality and low battery and temperature sensor error messages. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.